Manufacturer narrative:
The customer¿s experience of an overinfusion of cardizem was confirmed in the pcu event log. The pcu event log shows the user programmed a custom concentration infusion of diltiazem (drugid 169) with parameters that made the concentration 0.1mg/ml, instead of the intended 1mg/ml. When the user entered 7.5mg/hr for the dose (6:26 am on 14 october 2019), the rate was calculated to be 75ml/hr instead of the expected 7.5ml/hr based on the concentration of 0.1mg/ml. The root cause of the customer¿s experience of an overinfusion of cardizem was identified as user programming (custom concentration).

Event description:
It was reported that cardizem (1mg/1ml in a 250ml bag) was infusing at 75mg/hour when it was intended to infuse at 7.5mg/hour. The patient was admitted to the ICU for additional unspecified monitoring or intervention.